Manufacturer narrative:
Field change: a1, a2.

Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) filter was positioned with 13 degrees rightward tilt. The ivc is patent and normal size. There is no evidence of strut fracture or perforation.

Manufacturer narrative:
B3 date of event corrected from (B)(6) 2002 to (B)(6) 2000. B5 describe event or problem - updated. B7 other relevant history - updated. D6 implant date corrected from (B)(6) 2002 to (B)(6) 2000.

Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) filter was positioned with 13 degrees rightward tilt. The ivc is patent and normal size. There is no evidence of strut fracture or perforation. It was further reported that the greenfield vena cava filter was placed on (B)(6) 2000, not (B)(6) 2002 as previously reported.

Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) filter was positioned with 13 degrees rightward tilt. The ivc is patent and normal size. There is no evidence of strut fracture or perforation.